Event description:
It was reported that the ilet user consistently used the breakfast meal announcement for all meals, leading the system to dose insulin based on a breakfast usual average of approximately 25 units, which the user stated was too much. Education was provided to match meal announcements to the correct meal type and to use the meal announcement that aligns with the carbohydrate amount, and assistance was escalated to clinical support. Symptoms included hypoglycemia with a nadir of 60 mg/dl. Outcomes included minor injury of hypoglycemia with no lasting health consequences or impact. Investigation included communication with the user and caregiver, and analysis of information provided by them. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure involving the user interface, specifically selecting an incorrect meal type. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.